Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optics failed. The customer used the central lumen for the arterial waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. A kink was found on the catheter tubing and inner lumen approximately 76.2cm from the iab tip. Additionally a second kink was observed within the membrane on the inner lumen approximately 23.9cm from the iab tip. The optical fiber was found to broken at the kinked location of 23.9cm. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period may-19 to apr-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optics failed. The customer used the central lumen for the arterial waveform. There was no patient harm or adverse event reported.